Manufacturer narrative:
Batch review performed on 06 december 2020: lot 1922752: (B)(4) items manufactured and released on 06-dec-2019. Expiration date: 2024-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Note that two equal devices (same ref and lot) have been reported in this case. Visual inspection performed by r&d project manager: the cages ref 03.27.115, lot no. 1922752 do not present any signs of damage or of deformation. The parts are according to the specifications. According to the description of the event, the root cause of the complaint (the backout of the implants) could be the physical altercation that the patient had with the nurse.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. Post-op x-rays indicated that cages ejected into the canal after the primary surgery. The surgeon removed the cages 28 days after primary and did not put any implants in to replace them. The surgery was completed successfully. It should be noted that the patient got into a physical altercation in post-op care. This is most likely the reason why the cages ended up free floating. The agent thinks the surgeon may have put bone graft in place but is not 100% certain.